Event description:
A discordant, falsely low urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted higher. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low bun result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.